Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient stated that while they were wearing the pod they felt pain at the pod site on their abdomen. Since the patient was uncomfortable, the pod was removed and there appeared to be an infection. The pod had been worn for between 49 and 71 hours. The patient reported that their blood glucose levels were higher than normal and felt that the insulin was not properly entering their system. The infusion site was described as red, tender, sore, and the patient drew a line around it with a felt tip pen to see if the redness would go down. However, over the next few days the redness grew, and the patient¿s doctor was contacted. The patient contacted the doctor on (B)(6) 2026 but could not remember the doctor¿s name. The patient was prescribed an antibiotic, flucloxacillin tablets of 500mg twice a day for 14 days. The patient has not experienced another infection since then. A new pod was successfully applied.